Manufacturer narrative:
Conclusion: the detached pieces from the brush head were caused by a brittle fracture of the plastic due to high strain around the oscillating head shaft combined with chemical interaction. CAPA # (B)(4) addresses this complaint type (rear housing breakage of brush head).

Event description:
Consumer reports toothbrush head breakage during use. No injury occurred.